Event description:
It was reported that interrogation revealed that an autopolarity switch had occurred. Switching back to the bipolar configuration, lead impedance measured less than 200 ohms. At a previous transtelephonic monitoring check, with magnet application there were pacer spikes at 98.5 pulses per minute with some non-capture. The polarity was switched back to unipolar.